Manufacturer narrative:
Gasper, et al. "Complications following partial and total wrist arthroplasty: a single-center retrospective review." J hand surg am. Vol. 41 (january 2016). Pg. 47-53 the product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. However, the implants in this article were used in a cementless construct, and it is noted that the cementless construct is off-label use. Initial reporter - authors of the article include jesse lou, patrick m. Kane, sidney m. Jacoby, a. Lee osterman, and randall w. Culp. This report is number 3 of 3 mdrs filed for the same patient (reference 0001825034-2016-05332/0001825034-2017-00516/0001825034-2017-00523).

Event description:
It is reported in a journal article a patient underwent a wrist arthroplasty removal procedure, extensor tenolysis, and partial radiocarpal excision due to persistent drainage and wound dehiscence 8.1 months post-implantation. An antibiotic (tobramycin/ vanomycin) spacer was placed and the patient was placed on 6 weeks of IV treatment. Following IV treatement, the patient had minimal pain and elected to keep the spacer implanted as a definitive treatment.